Manufacturer narrative:
Concomitant medical products: 419488, lead, implanted: (B)(6) 2006; dtba1d1, ICD, implanted: (B)(6) 2014.

Event description:
It was reported that the right atrial (ra) lead had suspected loss of capture. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.